Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected because the cylinders were oversized. The patient struggled to move the fluid into cylinders as a result of a fold in cylinder. It was noted that the cylinder was creased, so the pump was hard to manipulate. Also, the patient struggled to understand how to use the device and had general dexterity issues. The ipp was explanted, and the patient requested a malleable device. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected because the cylinders were oversized. The patient struggled to move the fluid into cylinders as a result of a fold in cylinder. It was noted that the cylinder was creased, so the pump was hard to manipulate. Also, the patient struggled to understand how to use the device and had general dexterity issues. The ipp was explanted, and the patient requested a malleable device. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.